Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon blade break occurred. A 10mmx3.00mm wolverine cutting balloon was used for treatment. During the procedure, the balloon clamps were externalized and fractured. The procedure was completed with another of the same device. There were no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile has no issues were noted. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination identified that the inner lumen of the extrusion was stretched 4.8cm from the distal tip. Damage was identified on multiple blades. Blade 1 had a complete detachment of the distal segment and 3mm of the proximal to mid-section of the proximal segment was detached, no damage was observed to the blade pads. Blade 2 had a complete detachment of the distal segment and 3mm of the proximal to mid-section of the proximal segment was detached, no damage was observed to the blade pads. Blade 3 had a 3mm detachment of the proximal to mid-section of the proximal segment, less than 1mm of the proximal section of the distal segment was detached and 2mm of the distal section of the distal segment was detached, no damage was observed to the blade pads. The tip showed no signs of tip damage.

Event description:
It was reported that balloon blade break occurred. A 10mmx3.00mm wolverine cutting balloon was used for treatment. During the procedure, the balloon clamps were externalized and fractured. The procedure was completed with another of the same device. There were no patient complications were reported.